Event description:
It was reported that the customer jumped into the pool while wearing the insulin pump. Troubleshooting was performed. The mother stated that the display showed once, then the screen was blank and the device began to alarm. The mother also stated that water under the display was observed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly.